Manufacturer narrative:
B4: 12-may-2021. D8: no. G1: mr. (B)(6). G2: distributor/importer. G3: 12-may-2021. G6: follow-up # 2. H2: additional information, device evaluation. H3: yes. H6: health effect - impact: 4627. Medical device problem code: 2682. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusions: 4315. H10: it was reported that the patient presented with neck pain and arm discomfort. The radiograph were reviewed and showed a disc replacement at c5/c6 level with osteolytic areas observed. The disc appeared to be appropriately sized and placed. The disc appeared to have lost height with advance degenerative changes at the c6/c7. Due to the lack of pre-op, immediate post-op and interim images, further interpretation was hindered. It was noted that infection or inflammation was suspected and tissue samples were taken for microbiological culture and histopathological analysis; however, no results or reports were provided. The implant was not intact as-received. The device showed evidence of failure. It was not possible to determine the sequelae of events based on the information provided.

Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformities to specification or deviations in procedure.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that the patient was revised due to neck pain and feelings of discomfort in the arms.